Manufacturer narrative:
Concomitant medical products: 6943-65 lead, implanted: na. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead and the right atrial (ra) lead were replaced because oversensing of noise was identified in both the atrium and the ventricle channels respectively. The leads were suspect of degradation over time. The device was suspect of an anomaly. A new device and leads were implanted. No patient complications have been reported as a result of this event.